Event description:
It was reported that the right atrial (ra) lead was being revised due to failure. The lead was explanted and replaced. It was also noticed that the charge time appeared to be longer than expected on the implantable cardioverter defibrillator (ICD) device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: 310f29 tissue valve, implanted: (B)(6) 2005. (B)(4).